Event description:
After onyx injection using a marathon catheter, it was reported that approximately 10cm of the catheter's distal end separated as it was being removed from the patient and the broken distal segment was secured with a protege rx carotid stent. No injury was reported with the patient as a result of the procedure. Same event as MDR # 2029214-2013-00657.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the distal broken segment remains in the patient and the rest of the catheter was discarded. (B)(4).

Manufacturer narrative:
Received additional information on the voluntary report form mw5038398 stating that the patient the initial surgery was to correct a left posterior temporal / tentorial dural arteriovenous fistula. During the surgery, there was an unintended catheter tip fracture with retained marathon microcatheter and left external carotid artery extending towards the carotid bifurcation without endoluminal thrombus. This was treated by endovascular placement of the left internal to the common carotid artery stent. The remains of the microcatheter in the head and neck measure over 8 inches long. Due to the microcatheter, the patient had subsequently suffered 2 strokes on different occasions which resulted in lengthy hospital stays. The strokes were caused from the blood clots around the microcatheter reference (B)(4) follow-up 1.